Manufacturer narrative:
(B)(4). Visual examination of the torque handle revealed superficial wear in the form of nicks and scuff marks on its surface. Torque handle was mechanically tested. The handle is found out of specification. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A definitive root cause for the torque handle being out of calibration cannot be positively determined. Although not proven, the most probable root cause for the over torquing of the handle can be attributed to lack of maintenance during its time in use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during routine incoming receiving inspection, it was observed that the torque limiting handle was found to be out of specification. There was no patient involvement.